Event description:
Medical staff reported left side capsular contracture, baker grade IV, severe double capsule and capsule retraction. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrous pseudocapsule with chronic and focal inflammatory reaction to silicone and absence of neoplasm.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. As per the investigation procedures creases, deformation, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
Device was not returned, only photo analysis is available at this time. Removed date previously provided in d9. Photo analysis: visual analysis of the photographs identified: local reaction: unable to observe. Double capsule: unable to observe. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Medical staff reported left side capsular contracture, baker grade IV, severe double capsule and capsule retraction. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrous pseudocapsule with chronic and focal inflammatory reaction to silicone and absence of neoplasm.

Manufacturer narrative:
Continued: e1- phone number: (B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Medical staff reported left side capsular contracture, baker grade IV, severe double capsule and capsule retraction. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to pathology for analysis which found fibrous pseudocapsule with chronic and focal inflammatory reaction to silicone and absence of neoplasm.